Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Event description:
Physician provided an ultrasound which reported "extracapsular free silicone is seen in the left breast" and a pathology report showed "calcification" and ¿evidence of foamy histiocytic cells consistent with silicone granuloma¿. The device has been explanted-replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as fold flaw opening. And missing piece of shell assessed as inconclusive. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side rupture. Healthcare professional provided an ultrasound which reported "extracapsular free silicone is seen in the left breast" and a pathology report showed "calcification" and ¿evidence of foamy histiocytic cells consistent with silicone granuloma.¿ healthcare professional additionally reported "hole on patch side." The device has been explanted and replaced.